Manufacturer narrative:
The device has been received but has not been evaluated. A follow-up report will be submitted upon completion of the evaluation or if additional info is obtained.

Event description:
The facility reported an infusion pump with "no audible alarm". It is not known if this was found while infusing on a patient. The facility representative stated that no patient injury was reported on this pump since the last baxter service event. Information regarding patient demographics, medication involved and device programming was requested but none was provided.